Event description:
It was reported that during use with bd vacutainer® cat plus blood collection tubes the rubber stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® cat plus blood collection tubes the rubber stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.